Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was also reported that: "the component is in the wrong place and the ankle isn¿t balanced. I think we need to recut the talus such that the foot is plantigrade then insert a new talar component/ polyethelne bearing"

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction to d9(product available to stryker) and h6(clinical signs code). The reported event could be confirmed based on assessment of available information by medical expert. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available information, medical expert opened that: the patient had a ball-and-socket ankle joint that is a malformation of the ankle in which the articular surface of the talus is hemispherical in both the anteroposterior and lateral projections and has a congruent, concave tibial articular surface. Due to the unusual patient anatomy (ankle ball and socket joint) the surgeon deliberately put the talar component more forward to increase joint stability. Unfortunately, this didn¿t come with a satisfactory clinical result. Hence the need for revision surgery based on investigation, the root cause was attributed to a patient related issue. The ball and socket anatomy in the ankle of patient results in joint instability which eventually contributed to the revision of implant. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was also reported that: "the component is in the wrong place and the ankle isn¿t balanced. I think we need to recut the talus such that the foot is plantigrade then insert a new talar component/ polyethelne bearing"